Manufacturer narrative:
The technician found that one of the spindles was broken off which holds the pulley that the brake cable runs on. He replaced the spindle assembly and adjusted the brake and brake/steer casters to repair the bed.

Event description:
The account stated that the brakes do not hold properly.